Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the olympus vietnam there was the possibility that this phenomenon was attributed to the malfunction of power supply unit of the subject device due to the aging degradation or the accidental failure.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of the subject device, the subject device could not be turned on. Olympus vietnam checked the subject device and found that the subject device could not be turned on intermittently due to the failure of the power unit. There was no report of patient injury associated with this event.